Manufacturer narrative:
Fin (B)(4). The customer originally called to report a hematoma as a result of an infiltration during the first return cycle of a platelet collection procedure. Infiltrations and hematomas are common results of venipunctures and are not generally reportable under MDR because there is usually no medical intervention above and beyond first aid such as an ice pack. In this case, a cold compress was placed on the donor's arm. During the discussion with the customer, the customer revealed that a second procedure was completed on the donor and resulting in a blood loss of 960 ml. This is above the maximum of 15% total blood volume and the reason for this report. The reporter indicated that they are aware that they made the error and removed too much fluid from the donor. Conclusion: operator error. Fluid volume removed from donor exceeds guidelines.

Event description:
The customer reported that there was an infiltration on the first return cycle and the donor's arm is badly bruised. They then completed a second procedure. The total volume removed from the donor was 960 ml (donor (B)(6) is 4337 ml). Customer stated that they could not provide a donor identifier or age. This report is being made due to the excess volume being removed from the donor (>15% total blood volume).